Event description:
A malfunction on the pump was reported by the caller. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided instructions for resetting the pump, which the customer followed successfully, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue happened again, which the caller understood and acknowledged.